Event description:
Patient experienced loss of integration of dental implant in tooth location #3 after 1.33 years. Patient had a history of diabetic, hypertension, tobacco use and alcoholism. Implant was removed because of bone condition. Patient was reported to have recovered with no complications.

Manufacturer narrative:
Based on inspection results and the DHR review, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes such as patient medical history, product such as surgical mistake, bone condition, or patient behavior.